Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap colon. According to the reporter: the load was fired across the ima, and the staple line did not form properly. The procedure was converted from laparoscopy to an open procedure. It was reported that the surgery time was extended by 45 minutes. Additional blood loss was reported as 150cc. The doctor used suture to control the bleeding and to correct the staple line.